Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the advance intuition meter was giving high readings. Stated she went in to the hospital on (B)(6) 2011 and has been for one week, got out today, (B)(6) 2011, stated that day she took her reading at 8:20 am and meter read 108, then right after she bent over because she spilled her pills on the floor, stated she got dizzy and light headed and fell over, stated her son picked her up and ambulance came, she stated they put her in ICU for two days, does not remember anything after that but that her nurse told her to call us due to her meter giving inaccurate readings. Does not remember of any treatment given. Controls not used. Replacing product.